Manufacturer narrative:
H3, h6: analysis was performed for product: 9734680, lot number: 190520. It was reported that the returned probe had a nick at the tip and impact marks at the back end causing fit issues with the mating tracker. Codes b01, c07 and d02 are applicable to this analysis. A05: applicable to issues with instrument. A0908: applicable to the alleged inaccuracy. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy on the system when using the thoracic probe. There was a less than one hour delay and no impact on the patient outcome. Additional information was received. It was reported that some issues were noticed with the probes not seating well with the trackers and was showing a lot of extra movement when tracking navigation on the system.

Manufacturer narrative:
H2: additional information added to b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the inaccuracy amount was a few millimeters.